Manufacturer narrative:
Respironics informed resmed of a CPAP related death that occurred approximately two and a half (2.5) years-ago. According to the reported info, a pt was using a respironics flow generator (fg), (part number unk), in combination with a resmed mirage full face mask, (part number unk). The pt had just exited surgery and was placed on CPAP therapy (respironics fg and resmed mask). While on therapy, the pt vomited and expired. Respironics was informed of the event from a dr. (B)(6) (medical expert working with (B)(6); an attorney representing the deceased family members).

Event description:
Resmed was made aware that a pt expired wearing a resmed CPAP mask.